Manufacturer narrative:
Correct: d1, d4 (serial & catalog). Hypotension: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: no logs were returned. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Pd-anticontamination sleeve-(separation, torn): the cause of product damage from side arm cannot be determined since no product was returned and insufficient clinical details were provided. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient with non-ischemic cardiomyopathy, decompensated at home on milrinone, admitted for intra-aortic balloon pump (iabp) 1 week ago, upgraded to impella 5.5 as bridge to transplant and iabp discontinued. The patient had "pump in ventricle" alarms overnight and pump repositioned. Anti-contamination sleeve torn during repositioning. The following day, alarms of "placement signal unreliable" and no visible waveforms. Impella 5.5 replaced and initial impella removed without incident. Some hemodynamic compromise after discontinuing initial pump but resolved with new impella 5.5 insertion. The patient remains on support currently. During impella 5.5 support, the patient experienced a placement signal issue, product damage to the anticontamination sleeve, and the device in wrong position. Clinical stated that there were pump in ventricle alarms leading to the pump being repositioned and the anticontamination sleeve was torn during repositioning. The following morning there were placement signal unreliable alarms. The physician decided to replace the device with a new 5.5 due to concerns over the sterility of the device after the anticontamination sleeve tear. The placement signal issue, product damage, and device in wrong position are all considered reportable malfunctions.